Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in good condition with no appearance of any physical damage. Error codes or event history log (ehl) could not be viewed due to a blank screen with constant alarm. During the power up process, the customer reported issue was confirmed, the device exhibited a blank screen with constant alarm. Root cause is attributed to an incomplete process uploading from the base to the head by the customer. The issue was corrected by uploading from the base to the head by using the power point process. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year. The device was last serviced in august 2021 and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: updated. H3: updated. H6: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen on power up and also alarmed continuously. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.